Event description:
Psw and rpn were transferring the resident from a bed to a chair using the ceiling lift and sling. The resident had just been lowered to the chair; one staff member was pulling the handle of the sling back to position the resident in the chair correctly, when the grey rubber pads popped out. At this point, the two top clips detached and the resident dropped 1/2 inch into the chair; no injuries reported.

Manufacturer narrative:
Further info will be provided upon manufacturer's investigation.